Manufacturer narrative:
Evaluation summary: product evaluation: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: the root cause cannot be determined. Not enough information was provided from the account to properly complete an investigation. Action taken: investigation has been completed based on current information. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Additional information was requested on 07/29/2011, 08/01/2011, 08/02/2011, 08/04/2011 and 08/23/2011 by fax, phone and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported that a pt was diagnosed with toxic anterior segment syndrome (tass) on the first post operative day following intraocular lens (iol) implant surgery. The surgeon stated there was no sign of infection and the pt was reported to be improving with the use of steroids. Additional information has been requested. This report is for the third medical device associated with this event.